Manufacturer narrative:
Title laparoscopic modified keyhole technique with coated polyester mesh for treatment of parastomal hernia: measures for improving the outcome source journal of laparoendoscopic and advanced surgical techniques, volume 00, 2019 (1-4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the article reported experience with modifications to the laparoscopic keyhole technique for treatment of parastomal hernias. The date was collected from all patients with symptomatic parastomal hernias who underwent surgical repair. The primary endpoint was to evaluate the recurrence rate after at least 1 year. Ninety patients were treated with the keyhole technique. Eighty-eight patients were treated with mesh. Post-operatively, seroma was reported in 4 patients and all were treated conservatively with clinical monitoring. One patient experienced recurrence 3 years post-operatively and the author reported the patient had gained 15kg.